Event description:
New information received on 04/24 noted that the device was explanted. No patient symptoms or additional information was reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow-up. Upon interrogation, the implantable cardioverter defibrillator exhibited premature battery depletion. No patient consequences or intervention was reported.

Manufacturer narrative:
Final analysis confirmed the reported premature battery depletion occurred due to lithium cluster induced short circuit.